Manufacturer narrative:
(B)(4). Bard MDR #: 1018233-2010-00060. Bard MDR #: 9615742-2010-00020 avaulta anterior biosynthetic support system).

Event description:
Procedure type: gynecological. According to the reporter: following surgery to correct a pelvic organ prolapse, the pt allegedly experienced pain, permanent injury, and damage to a bodily organ system. The pt has undergone or will undergo corrective surgery or surgeries.